Event description:
A patient implanted with bilateral subthalamic nucleus (stn) stimulation for tremor and dystonia reported experiencing a worsening of tremor and dystonia that led to the right-side ins and stn lead being replaced five days prior to the report in favor of a lead targeting the globus pallidus internus (gpi). The patient stated that ¿they¿ learned that the gpi was a better target for tremor and dystonia. They added that the patient had continued with dbs adjustments and other therapies but it was not really improving.